Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 under general anaesthesia. Reimplantation is planned but has not taken place as of the date of this report. This report is submitted on july 12, 2021.

Manufacturer narrative:
This report is submitted on june 22, 2021.

Event description:
Per the clinic, the patient experienced persistent infections and skin overgrowth at the abutment site, and was treated with injectable steroids, every 6 to 8 weeks (specific dates not reported). The implanted device remains.